Event description:
The report received stated: "pt had been tracheostomied in theatre and sent to ward. Five days later, due to the pt having excess secretions, a nurse tried to inflate the cuff and found she could not." "Theatre were contacted regarding this and they state that the cuff would have been inflated prior to the insertion, and so the fault had not been noted at that time." "A replacement tube was used." "Pt was not adversely effected by the problem."

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation has been requested.